Manufacturer narrative:
Based on the limited information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: · lens placement technique · loading strategy · accessory device support · poor handling during folding and inserting our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the customer implanted a CT lucia lens on monday, (B)(6) 2023, and the next day it flipped/ tilted. The customer stated that the lens was explanted 2 weeks later and replaced with a lens from a different brand. The date of explantation is unknown.